Event description:
It was reported the patient's device was "coming out of her back" and a revision was performed. It was noted that the patient "couldn't remember" the exact time frame when it occurred, but thought it was "about a year" prior to the date of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3093-28 lot# v394067, implanted: 2010 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).